Manufacturer narrative:
All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) result for an (B)(6) year old male patient, when processing on the architect i2000sr. The initial result was (B)(6) and retest results were (B)(6). Previous result from (B)(6) 2010 was (B)(6). No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, testing using a retained reagent kit, a review of the performance of the likely cause lot, and a review of product labeling. Ticket searches determined that there is a normal complaint activity for the likely cause lot. The tracking and trending report review did not identify any trends. A retained file reagent of the architect anti-hcv reagent lot number 01791be00 was tested in a sensitivity setup. Results of this setup did not implicate that the performance of the lot is negatively impacted. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to architect anti-hcv test results. Lot 01791be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. No non-conformances and deviations were identified. Labeling was reviewed and found to be adequate. No systemic issue was identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.